Manufacturer narrative:
It was initially reported that the bed exit was not alarming due to the scale being out of calibration. Follow-up submitted as further investigation determined the bedexit would go off when the fowler was at 50 degrees or higher with a patient on it. The bed exit falsely alarming would result in annoyance; however, it is not likely to harm the patient as the user would be made aware that there was a problem with the system. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported via repair work order that the bed exit was not alarming due to the scale being out of calibration. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the it was reported via repair work order that the bed exit was not alarming due to the scale being out of calibration. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.